Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that six days prior at approximately 2:00am, she obtained a message of "hi" when she tested with the subject meter. Per the onetouch ultrasmart owner's booklet, this message appears when the meter recognized a blood glucose level greater than 600 mg/dl. As a result of the "hi" reading, the patient claimed she took 9 units of novolog insulin. Approximately 5 hours later, the patient reported that she woke up feeling shaky, disoriented, and hungry. At the time of the symptoms, she tested with the subject meter and obtained the message of "hi" again. The patient stated that she then tested with her backup meter and obtained a reading of "57 mg/dl." Both tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known what treatment, if any, the patient obtained in response to the symptoms. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the reported products. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.